Event description:
It was reported that the patient underwent a posterior spinal surgery at t4-s1. Approximately 6 years post op the patient underwent a revision surgery due to broken rods. During the revision surgery it was found that the head of the screw was broken off the shaft. The rods and screws were replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: extensive t4-iliac construct. Interbody cage support noted at l4 and l5. Rod breakage noted at l3/4 bilaterally (first level above 360 degree fusion) where no anterior support provided. Overall construct appears to be well designed and expertly applied.